Manufacturer narrative:
Pump passed self test and displacement test. Pump¿s history and trace files downloaded successfully using thus software. No pump error 63 alarms noted during testing. However, pump trace download confirmed pump error 63 (variable info = 12) (file number = 522; line number = 566) alarm in the pump history file on [(B)(6) 2025] at [01:34:00.000]. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53 (line number 114 file number 99) alarms on [(B)(6) 2025] at [01:33:33.000] and at [01:34:32.000]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case. Pump error 53 (line number 114 file number 99) alarms confirmed in the pump history/trace files on (B)(6) 2025 [01:33:33.000] and at [01:34:32.000] due to possible hardware error. Alleged pump error 63 was confirmed in the formatted history files (variable info = 12) due to arm wtachdog failure suspecting hardware as per software r&d pump analysis log. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-a357-pump error 63 (hardware low level failures), alarm-a353-pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.